Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev brand insulin, which is considered off label insulin use per the tandem user guide. The customer resumed insulin therapy and continued to use the pump. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.